Event description:
During appendectomy this device is supposed to lay in a line of staples and cut between. No staples came out, so the instrument was only cutting, causing bleeding. The pt had to be opened up to control bleeding and remove appendix. This will cause prolonged hospital stay and a longer recovery period.